Manufacturer narrative:
Manufacturing date from january 3, 2017 to january 4, 2017. The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph shows a pool of liquid inside the green overpouch that contains the device. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contents of a large volume infusor had leaked into the overpouch. The pump was filled with flucloxacillin 8000 mg in sodium chloride 0.9%. This was identified prior to use. There was no patient involvement. No additional information was available.